Event description:
It was reported that the prodisc-l polyethylene inlay at l5-s1 had expelled half-way out and anteriorly into the patient¿s abdomen and now the patient has pain and grade I spondylolisthesis with instability due to a possible pars fracture. On (B)(6) 2013, the patient had undergone a total disc replacement with prodisc-l at l5-s1 due to a degenerative and centrally herniated disk and intractable back pain. The patient had a pre-op MRI taken on (B)(6) 2013 and an x-ray taken on (B)(6) 2013. Intra-op images that were taken on (B)(6) 2013, appear to show the implant placement perfectly midline and posterior with the tantalum bead in the appropriate position, flush against the inferior endplate. Post-op, the patient visited the surgeon complaining of pain after a sneeze. Another x-ray was taken on (B)(6) 2013. The surgeon noted that the patient is 5'1 in height and was (B)(6). At the time of the surgery. Patient now weighs about (B)(6) with most of the mass being in the belly. The patient had lateral imaging taken on (B)(6) 2014. A review of the lateral image taken in (B)(6) 2014, the tantalum bead appears to remain in the correct locked position. A review of the lateral image taken in (B)(6) 2014, shows there is a noticeable distance between the bead and the inferior endplate. The radiologist did notice some lucency in the patient¿s pars area and noted that the patient had possible l5 spondylosis. The endplates appear rigidly fixed and have not moved. X-rays were taken on (B)(6) 2014. The radiology report findings include anterolisthesis of l5 vertebral body and prosthetic component. The polyethylene inlay had expelled half-way out and anteriorly into the patient¿s abdomen and now presents grade I spondylolisthesis with instability. On (B)(6) 2014, the implant surgeon sought a second opinion by another surgeon. In his opinion, a pars fracture may have caused the issue. He advised to have a CT scan image taken to confirm any suspicions. He recommended removing the disc anteriorly on friday, and then places a cage and pedicle screws posteriorly for fixation of the spondylolisthesis. The prodisc-l still remains implanted in the patient; however the surgeon has planned a removal of the device on (B)(6) 2014. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Revision/explant surgery to take place (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record for pdl-m-pt10s, lot #7411034 and the raw material lot#4869781 showed that there were no issues or manufacture discrepancies relevant to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a removal of a prodisc-l at l5-s1 on (B)(6) 2014. The patient was revised to a fusion at l5-s1 using a non-synthes cage, two screws along with non-synthes screws. Reportedly, there was no surgical delay and the procedure was successfully completed. The surgeon was satisfied with the outcome. Prior to the failure, the patient did fall and after a follow-up CT scan, there was evidence of a pars defect. Image readings were performed by the medical director: the superior endplate, inferior endplate and the inlay marker of prodisc-l artificial disc appear in good position from (B)(6) 2014. The pars of l5 appear intact from the images taken in this period of time (may need CT to confirm that). The superior endplate together with l5 vertebral body has very slight anterolisthesis on the images taken on (B)(6) 2014. Possible radiolucency in the pars area cannot be excluded. The inlay marker is in good position against inferior artificial endplate on these images. The l5 anterolisthesis becomes more obvious in the images taken on (B)(6). It's about I to ii degree. The inlay migrates anteriorly with the marker flash with the superior endplate. The radiolucent in the pars area is more obvious than that in the prior x-rays.